Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely melted, peeling back with exposed metal, however, still attached to the jaw of the device. Further inspection found char marks on the non-insulated area of the grasping section and on the probe unit due to thermal damage. The device was connected to the test generator and the device passed the probe check. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic ectopic pregnancy removal procedure, the teflon pad from the grasping section of two handpieces lifted and peeled back exposing metal. A ¿short circuit error¿ message was observed on the generator during the usage of both devices. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a third similar device. There was no patient injury reported. This is report 1 of 2.